Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Expedium tab breaker, body was received by the customer quality unit. Visual inspection found that the leaf spring was broken off from the body of the tap. Leaf spring was not returned to the customer quality unit. This will affect the intended use of the instrument. Visual inspection found that the weld that connects the two had been broken. The area around where the weld had broken was rough and uneven. An image of the fractured surface shows a rough appearance across the entire surface indicating that the leaf spring underwent a static overload failure. The user may have exerted a high enough amount of force on the leaf spring by moving the tab breaker from side to side to break the tab as opposed to simply backward and forward as recommended by the surgical procedure. A review of the device history record did not find any issues that may have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the leaf spring breaking cannot be determined from the sample and the information provided. A potential root cause may be due to an unexpectedly high amount of force being placed on the leaf spring by moving the tab breaker from side to side to break the tab as opposed to simply backward and forward as recommended by the surgical procedure, potentially resulting in the weld breaking due to static overload failure. As no issues could be identified in the manufacturing or release of this product, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that mr (B)(6) was using the tab snapper to break the tabs off the screws at the end of the procedure. The clip inside the tip of the snapper which is supposed to retain the tabs had bent meaning the tabs would fall out of the device instead of being retained. Mr (B)(6) bent the clip back into position so that the tabs would be retained. After breaking off a few tabs the retaining clip snapped. The broken fragment was removed from the wound and a bony nibbler used to remove the remaining ears.